Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test and download or verify a64 due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a radio frequency pic failed self-test alarm. Customer's insulin pump could not upload to carelink at healthcare professional's office. Customer was also not able to transfer data from meter. Customer's blood glucose was 44 mg/dl, which was treated with glucose tablets. Customer's settings were changed and customer's blood glucose stabilized. Customer was advised that insulin pump would need to be replaced.